Event description:
It was reported that during a laparoscopic bypass procedure, on the second firing when the release button was pressed, the jaws did not open and the device didn't fire and the closure levers were locked. It was not reported how the case was completed. There were no adverse consequences to the pt. Additional info has been requested.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.